Event description:
It was reported patient underwent reverse total shoulder arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2013, due to a fracture of the humeral tray. The humeral tray was removed and replaced. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
Product left conforming to print as there was no evidence that states otherwise. The taper fracture exhibits similar pattern to other fracture taper complaints. The torsional force applied to the taper can not be determined. The product insert cautions the user. Based on these results the complaint is considered confirmed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.